Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional information: incomplete-interrupted cycle. Additional information was requested and the following was obtained: the following information was requested, but unavailable: information was not provided by the affiliate.

Event description:
It was reported that after a distal pancreatectomy procedure, the device locked out post firing on tissue. The scrub nurse couldn't open the device. Eventually the device was opened and reloaded to test the device again. The reload was fired (not on tissue) and device locked out. The counter is in lockout position, knife indicator shows knife has returned to starting position, formed staples still visible between cartridge and anvil. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what other colour cartridges were used before and after this event? Nil. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected closing or firing? No. Is there any other additional information you would like to share about this device or procedure? No.